Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was noted that the hcp assumed that the hydromorphone caused the pump to stop.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues on the gear train of the motor. Analysis identified stall due to shaft-bearing on the gear train of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone, unknown dose and concentration) via an implantable pump for an unknown indication. On (B)(6) 2016, the pump had stopped after 6 years of having hydromorphone inside. The pump was explanted on (B)(6) 2016. No patient symptoms reported. No diagnostics/troubleshooting was reported. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.